Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was making a noise. Customer stated that her pump has been exchanged before and she is still getting the same noise. Pump passed the self test and found a low reservoir alert. Pump is working as designed. Customer's blood glucose level was 4.3 mmol/l. No further assistance needed.